Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading during the phone call was 190 mg/dl. The customer was unable to do any troubleshooting during the phone call. The insulin pump did not need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.